Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evprop34us, (lot: 0011293537); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant procedure of this transcatheter bioprosthetic valve, the valve was loaded one time. The load was confirmed via visual, tactile, and fluoroscopic methods. A pre-balloon aortic valvuloplasty (bav) was not performed. With the first deployment, an infold was noted at two-thirds deployment. It was reported that, there was a lot of tortuosities in the patient¿s anatomy including the right and left iliacs and abdominal aorta. The valve and delivery catheter system (dcs) werewithdrawn from the patient and replaced. A new valve and dcs were used for implant. No adverse patient effects were reported.